Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was loss connection between transmitter and insulin pump. Customer stated they received no sensor alerts. Customer decided to removed them place the transmitter and the charger with brand new battery and charge it for more than 2 hours and they tried to pair the transmitter and was unable to pair and they tried manually and unable to pair. No harm requiring medical intervention was reported. The device will not be returned for analysis.